Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. According to the system controller investigation, MFR #: 2916596-2023-08450, the submitted log files revealed events indicating that the external batteries and the system controller's internal backup battery had fully depleted, resulting in a pump stop. The controller clock was reset to the default timestamp, per design, once the system controller was reconnected to power. It was noted that the patient had been sleeping on battery power, which is against abbott's recommendation. The submitted log files appeared to show the pump operating as intended when connected to power. The device was not returned for evaluation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-08450. It was reported that the patient passed away. On controller interrogation, low voltage advisory, low voltage, and no external power alarms were noted from 23:16 on (B)(6) 2023 and onwards, and finally all power to the pump was lost. The care providers were not certain, but it was believed that the patient passed away as a result of power depletion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.